Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing a sensing issue with their right ventricular lead. More information was requested, but not provided.

Event description:
New information noted that the right ventricular lead was under-sensing. The device was re-programmed to resolve the issue.